Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component and its packaging were returned and from returned product evaluation it was determined that inner cavity to be cracked in 2 places exhibiting scuffs on the outside and the outer cavity exhibits scuffs inside. The outer carton was not showing much transit damage and there is a tear on one flap of outer carton. DHR was reviewed and no discrepancies were found. The root cause for the reported issue can be attributed to package damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the box was opened and the plastic container was opened to introduce the product to the sterile field. After the scrub had the container it was noted that the container was split down the side. Surgery was successfully completed with another component.

Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the box was opened and the plastic container was opened to introduce the product to the sterile field. After the scrub had the container it was noted that the container was split down the side.